Event description:
The facility reports this is the second time pieces of metal have been found in the outer handle. The first time did not lead to a failure of the machine, but was noticed during servicing. This time, however, a piece of metal had come between the outer handle and the microswitch which caused the jib automatically turned to the lay position. No pt was in the hoist.